Manufacturer narrative:
(B)(4). Investigation summary: a complaint of a set missing a roller clamp was received from the customer. One sample was returned for investigation. Through visual inspection the customer complaint was verified. The set was manufactured without the roller clamp. A device history record review for model 2420-0007, lot number 20033004 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an assembly error during the manufacturing process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was returned for investigation. Through visual inspection the customer complaint was verified. The set was manufactured without the roller clamp (p/n: 12281061). The root cause for this defect is an assembly error during the manufacturing process.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced a missing component. The following information was provided by the initial reporter: material #: 2420-0007, batch/lot #: 20033004. Wanted to report an isolated issue we had with one of our alaris pump tubing sets. Product appeared to be manufactured without a roller clamp.